Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had scale marking issues. The following information was provided by the initial reporter: the pet owner stated the scale markings are off as some lines are crooked, faded and numbers are missing from the barrel of the syringe. Date of event: unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot #: 1277992 ¿ device expiration date: 31-oct-2026; device manufacture date: 04-oct-2021. Lot #: 1074168 ¿ device expiration date: 31-mar-2026; device manufacture date: 15-mar-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had scale marking issues. The following information was provided by the initial reporter : the pet owner stated the scale markings are off as some lines are crooked, faded and numbers are missing from the barrel of the syringe. Date of event : unknown. Sample s : available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1277992. All inspections were performed per the applicable operations qc specification. There was one (1) notificatio noted for scratched print.